Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was dermabond prineo used to close the incision? Was blistering experienced by the patient? Did the patient develop an infection? If yes, were cultures performed? Results? What in the physician¿s opinion are the contributing factors to the event? What is the initial procedure date? How was the device applied to the incision? Please describe how the adhesive was applied on the tape? What prep was used prior to product application? What was the location and incision size of the application? Was a dressing placed over the incision? If so, what type of cover dressing used? Please explain how the skin layers were closed to reduce skin tension? What date did the reaction occur on? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Can you identify the product code and lot number of the product that was used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? For female patients, were they exposed to similar products, such as artificial nails? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions) was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that the patient underwent a total knee surgical procedure on unknown date and the topical skin adhesive was used. After procedure, the patient developed blistering around the topical skin adhesive application area. It was unknown if or how the patient was treated. Additional information has been requested.